Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning; however, it has now been reported as not returning as it was discarded by the account. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no report of any damage noted to the stent delivery system or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported complaint. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided.

Event description:
It was reported that during retraction of the stent delivery system from the patient, the stent implant caught on the tip of the guiding catheter, causing the stent implant to become accordioned. The guiding catheter and stent delivery system were removed as one unit. A new stent delivery system was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.